Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had the pd catheter (not a fresenius product) removed due to an infection. There were no reported allegations of any issues with the fresenius performance of the cycler or cycler set in relation to the patient event. In an additional follow-up call, a pd nurse familiar with the patient provided limited information about the patient event. It was stated that the patient was hospitalized for approximately one week in mid-april 2023. Per the nurse, the patient had a pd culture obtained during hospitalization and it was reported that the culture grew the bacteria methicillin resistant staphylococcus aureus (mrsa). The patient was treated with antibiotic therapy (details unknown). Additionally, the nurse confirmed the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis while hospitalized. Subsequently, on an unknown date, the patient was discharged continuing outpatient hemodialysis for renal replacement needs. No additional details about the hospitalization were provided as the nurse stated the discharge summary was not available. The nurse stated the exact cause of the patient¿s mrsa peritonitis was unknown. However, the nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the patient is recovering from the peritonitis event.